Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, jamming occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Advancer bypass toward tissue stop the analysis results found that the device was received with one unformed clip inside the jaws. In an attempt to replicate the event reported, the device was tested for functionality. During the first firing sequence, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. A batch record review was performed and no anomalies were found during the manufacturing process.